Event description:
Pca pump alarmed air in line. Rn unable to purge air-bubble-would not progress but pump readings increased (volume infused). Upon investigation, pump read 17.4mg vtbi but vial contained 27mg.